Event description:
It was reported that when the surgeon was trying to lock in a screw in the left hole a proximal part of the philos plate, the screw kept spinning and as such, he could not put a locking screw in that hole. In light of the fact that this patient has co-morbidities, and is a high dependency unit patient, the surgeon chose to leave this plate in so as to not prolong surgery time. There was no impact on the health of the patient. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.